Event description:
An insertion issue was reported with an adc device. The customer experienced insertion site pain, requiring x-ray as customer believed the applicator needle may have remained imbedded in her skin. It is unknown if any part of the device was detected during x-ray or if any further treatment was required due to this issue. There was no report of death or permanent impairment associated with this event and no further treatment was reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.